Event description:
Additional information: it was reported that the patient has missed a refill on (B)(6) 2011; the last refill was in (B)(6) 2011. Patient missed a refill as she was hospitalized due to medical trauma (patient fell backward and her head fell onto concrete); she was dismissed from her physician care shortly thereafter. The pump alarm started beeping in late (B)(6) and patient experienced withdrawal with symptoms of sweating and headaches. Patient was currently looking for a hcp to determine if still in withdrawal and to turn off her pump alarm. Patient was facing financial issues and was scheduled to see her primary care doctor on (B)(6) 2011. It was stated that the pump worked well for 6 years then the migraines returned. Drug delivered via the device was morphine.

Event description:
It was reported that the patient heard her pump alarm; the alarm was not confirmed by telemetry. A month later the patient reported her pump had alarmed; a single beep; the alarm was not confirmed by telemetry. Per the reporter, the patient wanted her pump "left in her" even though it is not working. Her physician wanted to replace the pump (B)(6) 2010; the patient had not returned to the physician and the pump remains in the patient. The patient's pump was dry. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8711, (B)(4), implanted (B)(6) 2002, explanted unknown; catheter model #8709, (B)(4), implanted (B)(6) 2002, explanted unknown.